Event description:
The pt reported that he was being treated through an IV for infection post pump replacement. The device remains implanted. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.